Event description:
Boston scientific received information that during the elective device replacement procedure, the atrial setscrew seemed to be stuck and the lead could not be removed. A technical service consultant was contacted and it was determined that the setscrew on the top of the device header was not loosened. After loosening both setscrews the lead was removed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.